Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device change out procedure this implantable cardioverter defibrillator (ICD) was found to have calcium built up around the device and the leads. The physician was unable to cauterize down past a portion of the lead. As this ICD was pulled out of the pocket a large portion of calcium was stuck to the device. The header remained intact to the leads and separated the battery. A torque wrench was utilized to take the terminal pins out of the header and connect the new device. The new device was successfully implanted and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The lead barrels and header of the device noted the header was completely separated from the case of the device. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population.

Event description:
It was reported that during a device changeout procedure this implantable cardioverter defibrillator (ICD) was found to have calcium built up around the device and the leads. The physician was unable to cauterize down past a portion of the lead. As this ICD was pulled out of the pocket a large portion of calcium was stuck to the device. The header remained intact to the leads and separated the battery. A torque wrench was utilized to take the terminal pins out of the header and connect the new device. The new device was successfully implanted and remains in service. No adverse patient effects were reported.